Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl. The customer stated that they treated the low blood glucose with food. The customer reported that they also experienced high blood glucose of 477 mg/dl. The customer stated that they treated the high blood glucose with bolus. The customer's blood glucose was 523 mg/dl at the time of call. The customer also reported that they received insulin flow blocked alarm. Troubleshooting was down for alarm. The insulin did exit during prime. The insulin pump will be returned for analysis.